Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient expired due to multi-system organ failure. The pump reportedly functioned as intended with parameters within normal range. No autopsy was performed and the device was not explanted. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to multi-system organ failure. The patient's pump was functioning as intended and parameters were within normal range. No autopsy was performed. The device will not be explanted. The device will not be sent for evaluation. No further information was provided.